Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3889-28, lot# va0wj5t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacture representative reported the radiopaque marker and tip of the lead introducer was "sheared off" due to repositioning the lead "several times" and reusing the same introducer sheath "several" times. It was discovered during fluoroscopy and was left in the patient "lateral to lead." Another introducer kit was then used to direct the lead without difficulty. There was no plan to remove the fragment.